Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While onsite performing an alarm review with the customer, the philips clinical application specialist (cas) noted a difference between the number of alarms logged between the philips intellivue information center (piic) and the careevent. No adverse event involving patient or user was reported.